Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Per the legal department, the patient has alleged nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea/vomiting, asthma (new or worsening), inflammatory response, and one allegation listed as "other." .no other clinical information or medical intervention was specified. Three attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.